Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that the wire on the fenestrated bipolar forceps instrument was broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable at the distal clevis hub was broken. The cable segment that contains the crimp remained installed in the clevis. The clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.